Event description:
It was reported when using the pyxis medstation es system, the smart remote manager was unable to recover storage space, and the station displayed a failed drawer icon. The option to recover the storage space was not accessible, and the screen remained blank. The customer reported that the malfunction caused a delay in the administration of the medication to the patient because the storage space was not functioning. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was resolved. The field service engineer confirmed that the customer has been verified issue was resolved. The system functioned as intended after the field service engineer checked the device.